Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five adhesive events as the tape was not sticking and infusion set fell off during use on (B)(6) 2024. Patient wasted 5 infusion sets in less than a week. Patient confirmed to be totally out of extended infusion set. No further information was available.